Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested in duplicate using the hiv combi pt elecsys cobas e 100 assay on the cobas 6000 e601 module. The first sample, collected on (B)(6) 2019, generated a result of 69.76 coi (reactive). Additional testing of the same sample using vidas, atellica, and a rapid chromatography test all yielded negative results. The second sample, collected on (B)(6) 2019, generated a result of 80.44 coi (reactive). Additional testing of this sample using vidas, atellica, and a rapid chromatography test also yielded negative results. No confirmatory testing, such as western blot or polymerase chain reaction (pcr), was performed for either sample.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay generated false reactive results for the patient samples in question. A review of instrument maintenance, calibration, and quality control data confirmed that the analyzer and assay were performing within specifications. The patient sample was further analyzed, and interference testing indicated reactivity with one hiv-1 specific antigen, confirming the false reactive result. The root cause was attributed to a sample-specific interference. The device remains in operation at the customer site, and no additional issues have been reported.